Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device does not power on with battery nor ac. There was no adverse patient impact reported.